Event description:
It was reported that the patient presented in clinic for follow up when inappropriate mode switch episodes due to atrial lead noise were observed. The atrial sensitivity settings on the device were reprogrammed. The patient condition was stable prior to, during and after the follow-up and monitoring will continue.